Manufacturer narrative:
The device has not been returned to (B)(4) for evaluation. Because the actual device could not be inspected, (B)(4) has been unable to confirm the complaint. Device not returned to (B)(4).

Event description:
The initial reporter stated that the pump displayed "free flow". They did state that this occured during testing. They also stated that the rate and dose used for testing was 125 ml and 10 ml, respectively. The initial reporter was unable to provide any additional information. (B)(4).